Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was not impacted. A system check was performed and insulin was observed exiting the infusion set tubing. The customer declined removing their infusion set site as they did not have any supplies with them at the time. The customer successfully resumed insulin deliveries without changing any pump supplies and was to monitor their bg levels.